Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would input a specific number of carbohydrates and a blood glucose (bg) value and the pump would calculate too much insulin (approx 19u-20u). Customer reported that insulin calculation was not accurate and corrected accordingly. Bg level was not impacted. Review of pump data by tandem technical support showed no 19u-20u boluses calculated by the pump. During follow-up with customer on (B)(6) 2016, carb ratio setting on customer's previous pump was 1:7 grams. Recommendation was made for customer to consult with health care provider regarding customer's current settings (1:1.6 grams). Customer acknowledged and stated that health care provider would be contacted to review/adjust settings.